Event description:
After 1+ months of implantation, this pacemaker was explanted and returned because of a pocket infection and erosion. It was reported that the device was hanging halfway outside of the skin.